Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the damage of the video connector socket due to the applying the excessive external force when the endoscope was connected or disconnected. Because based upon the picture from olympus korea, it looked that the electrical contacts had deformation, not corrosion.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error b30 which indicated the scope communication error was displayed during preparation before for an unspecified diagnostic procedure. The service department of olympus (B)(4) (okr) checked the subject device and found that the reported phenomenon wads duplicated and there was corrosion on the contact of the video connector socket. There was no report of patient injury associated with this event.